Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 800 mg/dl and trace ketones. The cause of the high bg was unknown. Reportedly, the customer was in the hospital due to a reason unrelated to diabetes. A nurse assistance the customer with testing bg and ketones levels, and delivered a bolus to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.